Event description:
This case, reported by a health care professional to a regulatory agency, concerns a pt who experienced raised blood sugars and was admitted to hospital. The pt was using a pen injection device (humapen ergo-unknown cartridge holder) to deliver human insulin (unknown formulation) for the treatment of diabetes. No medical history or concomitant medication was provided. In 2001, the pt experienced raised blood sugars and was admitted to hospital while pt was using a pen injection device to deliver human insulin. When the pt was seen by a diabetes nurse, the nurse found the pen injection device to be faulty and not delivering insulin. The pt discontinued using the complaint device. Action with insulin is unknown. Pt outcome was not provided. The reporter considers the event to be related to the pen injection device. The reporter did not provide a causality assessment relating to the insulin. Further info has been requested. The complaint device has been requested for exam (unknown if complaint device is available).